Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple high blood glucose occurrences. The customer blood glucose was 250s mg/dl. The customer delivered a bolus with the pump. The customer indicated that the cause was related to their body and not pump related.